Event description:
It was reported to baxter (B)(6) that a colleague infusion pump experienced failure code 812:02. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.13.92.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced failure code 812:02 was confirmed and reproduced during product evaluation. This condition was caused by a defective pumphead module (phm). The phm was replaced to correct this condition.